Event description:
A 38 year old white gravida 3, para 3 female; status post bilateral submuscular inframammary bilumens (? Size/type/MFR - no records) placed for augmentation 03-1989. Pt complains of mass in left breast, at approx 3 o'clock, for 8 months; it is tender, and increasingly so. Pt denies history of trauma. Pt does not believe that the mass has grown, but the left is larger, and pt doesn't know if it was always that way. Pt denies change in shape/size/texutre. In addition, pt has some mild systemic complaints, including: paresthesias/dysesthesias (left greater than right), spasms, fatigue, headaches, occassional dizziness, and irritable bowel syndrome. Pt is otherwise healthy.